Manufacturer narrative:
Info was rec'd from medwatch (B)(4). Eval summary: no product was returned for analysis. No x-rays or operative notes other than the above statement were contained in the complaint. No lot numbers were provided. It is unclear how the plate was being used along with the amount of screws used at the time of failure, or the events that led to the failure of the device. Cause cannot be definitively determined. Review of the device history records was not possible as the lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt underwent surgery due to "painful hardware, tibia fracture." After the eight hole medial distal locking plate was removed, it was discovered to be broken.